Event description:
The device's missing part was a small black cover. It is unknown when the issue occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and update to field b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, due to the age of the device it is likely the defect was caused by wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope had a missing part. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation confirmed a black component was missing on the device. Should additional relevant information become available, a supplemental report will be submitted.